Event description:
As part of a legal mediation effort, intuitive surgical, inc. (Isi) received information of a patient who underwent a da vinci a hysterectomy procedure on (B)(6) 2012 and allegedly suffered an ureteral injury. No specific allegation of a malfunction of a da vinci system, instrument, or accessory was reported. No other information was provided.

Manufacturer narrative:
On october 4, 2013 intuitive surgical received additional information as part of a legal dispute regarding a patient that underwent a da vinci robotic hysterectomy and right salpingo-oophorectomy for dysfunctional bleeding on (B)(6) 2012. Intuitive surgical was provided with the operative report. Additional information provided includes follow-up hospital operative notes there was no indication of a malfunction of the da vinci surgical system, instrument or accessory during surgery. There was no report of an intraoperative complication. On (B)(6) 2012, patient presented with fluid draining vaginally and a cystoscopy was performed with a right retrograde pyelogram and a double j ureteral stent was placed. No injury was seen to the bladder. On (B)(6) 2012, the cystoscopy was repeated and a new j stent was placed. An rpg showed a defect in the ureter at the pelvic brim. On (B)(6) 2012. A ureteral re-implantation was performed via laparotomy. On (B)(6) 2012, the right double j stent was removed from the ureter. This complaint is being reported due to the following conclusion: the patient experienced post-surgical complications after undergoing a da vinci surgical procedure.

Manufacturer narrative:
Based on the limited information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the post-surgical complications experienced by the patient. Review of the site's system logs for the reported procedure date found that no system errors were generated that would have caused or contributed to the post-surgical complications experienced by the patient. Isi attempted to contact the site to gather additional information from the risk management group; however, as of the date of this report no response has been received. If additional information is received a follow up medwatch report will be submitted to the FDA. This complaint is being reported due to the following conclusion: the patient experienced post-surgical complications after undergoing a da vinci si surgical hysterectomy procedure.